Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image based on the results of the investigation, the likely cause of the reported and additional malfunction is due to a corroded and defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a static image issue during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Updated fields: h2, h11. Corrected fields: a2, a4, a5, a6, b6, b7, h6. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for the reported failure was caused traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.